Event description:
False positive result (s). While I understand that no covid test is 100% accurate, but I have now had the experience twice with these rapid tests. I tested my son with one of these tests last week and it showed he was positive. Later in the day I had brought him and my other 2 kids to get pcr tests. My daughter was positive but both of my sons showed negative. Weird that the at home test showed positive but the pcr test was negative. It happened again today. My son complained of a sore throat so I tested him before bringing him to school and it came back positive. I kept him home and scheduled a pcr test. I just got those results back and it is negative. Now I don't trust these tests at all and it seems like a giant waste of money.